Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction and temperature alarm issues were verified and a different issue was identified. Additionally, the alleged cartridge alarm issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that a malfunction alarm occurred. Additionally, a temperature alarm occurred while the pump was exposed to normal temperature conditions and an unspecified cartridge alarm occurred. Blood glucose was 140 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.